Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse followed up with the customer over the phone to address the reported event. The customer replaced the washing probe assembly which resolved the issue. No further action was required by field service. The instrument was installed on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were no similar complaints identified during the search period. The instrument was installed on (B)(6) 2017. The aia-900 operator's manual chapter 11- maintenance was reviewed. Replacing wash probe (probe tip) 1. If the probe remains dirty despite washing it, replace it with a new one. 2. Align the probe tip with the center of the stainless steel pipe, and insert the steel pipe into the probe tip. If the probe tip is fitted with the pipe correctly, the end of the stainless steel pipe will protrude slightly from the end of the tip. 3. Return the b/f wash probe to its original position, and fix it securely with the set screw. 4. Close the wash unit cover. 5. Carry out a daily check in accordance with "6.4 daily check (without a sorter)" or "6.5 daily check (with a sorter)." Then, confirm that it has been completed normally. The most probable cause of the reported event was due to failure of the washing probe assembly.

Event description:
It was reported by the customer that the sheath on the washing probe assembly was damaged and the washing probe tip kept falling off their aia-900 analyzer. The customer was unable to run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. (B)(4) is submitting on behalf of the foreign manufacturer, (B)(4), per exemption numbere2017013.

Manufacturer narrative:
Approximate age of the device: 1 year. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption numbere2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.